Event description:
Update (B)(4) 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address hip pain and failed right hip resurfacing. Op notes reported the presence of a rush of serosanguineous clear fluid, but no evidence of any purulence. Frozen section revealed no evidence of inflammation. Upon dislocation, it was noted that the femoral component was grossly loose and could be spun around the intact femoral head. There were multiple loose pieces of bone cement that had broken off underneath the femoral component. Examination of the cup showed to be grossly loose with medial erosion. A small posterior wall defect was identified, no bony ingrowth seen. Upon removal of the cup. It was noted that the medical wall was severely sclerotic and quite thin. There are no laboratory values provided. Updated the two products. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(4) 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address hip pain and failed right hip resurfacing. Op notes reported the presence of a rush of serosanguineous clear fluid, but no evidence of any purulence. Frozen section revealed no evidence of inflammation. Upon dislocation, it was noted that the femoral component was grossly loose and could be spun around the intact femoral head. There were multiple loose pieces of bone cement that had broken off underneath the femoral component. Examination of the cup showed to be grossly loose with medial erosion. A small posterior wall defect was identified, no bony ingrowth seen. Upon removal of the cup. It was noted that the medical wall was severely sclerotic and quite thin. There are no laboratory values provided. Updated the two products. This complaint was updated on: (B)(4) 2017.